Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery. After the implantation of the lens, the physician noted a tear in the posterior capsule. There was no issue with the lens and there was not an event that occurred during the phaco process or involving the lens that caused the tear. It was the patient's anatomy. The incision did need to be enlarged; but no injury occurred. The lens was cut in to halves and removed. Lens was replaced with a 3 piece iol. The patient was 20/20 one day post op.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was visually inspected under the microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens that may be related to the handling the lens in a non-sterile environment. The lens was returned cut in two pieces whereby the condition is consistent with a lens that was explanted from the patent's eye. The manufacturing record review indicated that all process operations presented in the manufacturing record were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The documentation showed that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.